Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar curved scissors (mcs) instrument's orange part was visible despite the installation of a protective sheath. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use. The tip was properly installed, and the orange part was visible after installing the cover accessory.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was analyzed and found to have a scratched tube extension on the brown section of the 0.0740¿ x 0.0720¿. There was no material missing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.